Event description:
It was reported that pump battery depleted after 1 day of use. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up contact with technical support, and no corrective actions or additional details were obtained.